Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 90 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call not fasting ((B)(6) 2015; 10:35am) with results of 127 mg/dl and 122 mg/dl. Verified storage of test strips is within specifications. Test strip lot MFR's expiration date is 07/16/2017 and open vial date is less than one month ago. Recall test results performed fasting from meter memory: see scanned table. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.